Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenotic lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. Access was obtained through the right femoral artery. The physician advanced the 3.0x20/135cm sterling balloon to the lesion and on the first inflation, inflated the balloon to 10atms and the balloon ruptured. The balloon was removed intact. There were no patient complications. The procedure was successfully completed with another 3.0x20/135cm sterling balloon. Patient status is reported as 'fine'.

Manufacturer narrative:
(B) (6)- device eval: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B) (4).